Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient experienced chest pain and stent restenosis was found. The patient experienced chest pain and went to the hospital. Coronary catheterization was performed and the taxus express2 paclitaxel-eluting coronary stent which was implanted "years ago" was "blocked." The stent was opened up and the patient is doing ok.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the taxus express2 stent was implanted in the right coronary artery in 2005.